Event description:
It was patient was reported. The date of death was (B)(6) 2011 and the cause of death was not known at the time of reporting. It was noted that he could not swallow, had severe acid in his stomach, and that his body "shut down". Follow up attempt for further information from the healthcare professional reported that they were only given the date of patient's death and had no further information regarding the cause of death or if it was related to implantable neurostimulator (ins). Dysphagia, upper and lower gastrointestinal disorders are labeled events that have been reported in clinical studies. These events may be related to the disease process responsible for gastroparesis, and do not necessarily imply causality due to enterra therapy. The term, "acid in the body," is nonspecific, but the terms related to "gastric acid: (such as peptic ulcer disease, gastric reflux disease, etc.) Are symptoms commonly reported by patients. (B)(6) guidelines for clinical care peptic ulcer disease. (B)(4).

Manufacturer narrative:
Lead: model 4301-35, lot#, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2011. Lead: model 4301-35, lot#, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2011. (B)(4). Analysis of neurostimulator: model 3116, serial # (B)(4), showed no significant anomalies. The battery output and telemetry were noted to be okay, but the battery was near normal end-of-life (eol) condition. The estimated ins longevity calculation showed 2.1 years based on the parameters as received for analysis. There was good stable output at the settings that the ins had when received for analysis. The cycling mode at the received settings was okay. There was good stable on every electrode pair and was able to be programmed with the returned leads including the unipolar mode. The output matched the programmed settings except it was lower than the set value at the received amplitude of 8 volts due to the low condition of the ins battery. Analysis of lead: model 4301-35, serial # (B)(4), showed no significant anomalies and was functionally okay. The lead had been cut through but was noted as suspected explant damage. Only 5.7 cm of the proximal segment was returned for analysis. The continuity is acceptable evidenced by good stable output through the lead while attached to the returned ins. Analysis of lead: model 4301-35, serial # (B)(4), showed no significant anomalies and was functionally okay. The lead had been cut through but was noted as suspected explant damage. Only 4.8 cm of the proximal segment was returned for analysis. The continuity is acceptable evidenced by good stable output through the lead while attached to the returned ins.